Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was bridged with heparin on (B)(6) 2016 per hospital protocol for patients considered to be at increased risk for clotting. On (B)(6) 2016, estimated pump flow values were greater than 7 lpm. The patient's partial thromboplastin time (ptt) had also been sub-therapeutic. On (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level was elevated at 641 u/l and the patient''s ptt was reportedly becoming therapeutic. The patient was scheduled to have a ramp study completed the same day, however, results were not provided. System controller log files were submitted to the manufacturer's technical services representative for review. The log file data ranged from (B)(6) 2016 and no adverse alarms or events were recorded within this time period. On (B)(6) 2016, a slight upward trend in the recorded pump power values and estimated pump flow values, along with a slight downward trend in average pulsatility index (pi) values was observed. It was reported that as of (B)(6) 2016, the patient's ptt had remained therapeutic. However, the patient did continue to have some elevated estimated pump flows. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of an upward trend in power and flow and a downward trend in average pi over time was confirmed based on the evaluation of the submitted system controller log file; however, the cause of these trends could not be conclusively determined. A correlation between the device and the reported elevated ldh also could not be conclusively determined. Based on our experience and historical data, elevated ldh, upward trending power, and downward trending pi could be indicative of potential device thrombosis. However, thrombus could not be confirmed without a full evaluation of the device. The patient remains on vad support and no further related events have been reported. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.